Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to corrosion on the battery board and a shorted u13 component. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the shorted u13 component could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.